Event description:
Reportable based on condition of returned product. It was reported that during a peripheral intervention stenting procedure, the stent would not deploy. The target lesion was located in the non tortuous and non calcified internal carotid artery. The 8.0x40x135cm express-vascular ld pmtd stent system was advanced to the lesion. The balloon of the delivery device was inflated; however, the number of inflations and to what atmospheres was unknown. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s condition was reported as `stable'. After receipt of the returned device, further clinical information revealed the device was broken after being removed from the patient; while the physician attempted to deploy the stent again, outside of the body.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: examination of the returned device noted that the distal section, including the balloon and stent, were detached from the shaft of the device. The manifold of the device was also detached and was not returned for analysis. Examination of the balloon and stent noted that the stent had moved distally. There was no damage noted with the balloon material on either side of the stent. It appeared as though no positive pressure had been applied to the balloon; it was fully deflated and correctly wrapped around the shaft. The stent was evenly crimped onto the balloon material. Due to the condition of the returned device it was not possible to inflate the balloon to its recommended rated burst pressure. The proximal end of the balloon sleeve was slightly damaged, a layer of the balloon sleeve seemed to be lifted and torn. It was possible to move the stent off the folded balloon. Examination of the balloon material found no anomalies. The balloon material was dissected and the inflation lumen was inspected. There was no blockage noted at the lapweld fingers. Examination of the shaft of the device found no other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.